Event description:
A spark was noted at the time of the tracheostomy at the insertion site, while a bleeder was being cauterized. Oxygenation was stopped immediately, the endotracheal tube removed, and a tracheal tube inserted. The trachea was flushed with normal saline, cleaned and suctioned. A fiberoptic evaluation of the trachea and bronchi was done, which revealed a possible second degree burn.